Event description:
Nellcor puritan bennett rec'd a call from bms electronics on 3/3/98. She had called to report the following: all leds on, constant single tone alarm, no volume delivered. Unit was not on a pt.